Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information an allegation of new or worsening asthma, kidney disease/toxicity, and cancer. In addition, the customer reported allegations of respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/25/2025. The device was returned to the manufacturer¿s product investigation for investigation. During the evaluation patient's complaint per legal: allegation of respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity, cancer. No other peripherals or accessories were returned with the device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube on customer¿s humidifier. Pil observed tube did heat. Pil observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Section g3 and h6 have been updated in this follow up report.